Event description:
During routine testing of the device at the svc ctr, the svc repair tech reported that the cardioplegia pump head was damaged. Since the event occurred during testing, there was no pt involvement.

Manufacturer narrative:
Eval in progress, but not yet concluded.